Event description:
It was reported the pt feels unintended stimulation in his right abdomen. It was reported reprogramming did not resolve the issue. It was reported a lead revision was done on (B)(6) 2012. Reportedly, the pt was programmed post operatively and was getting stimulation where he needed it.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.